Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced a bulge on the side of the base of his penis with the inflatable penile prosthesis. The patient indicated it was painful when inflated and difficult to inflate. The patient was seen by the physician who was troubleshooting the event. No further patient complications were reported.